Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a yeast infection under her breasts. The patient's rash was under the right front therapy electrode. The rash developed seeping blisters. The patient's physician gave her a cream for the rash. Follow-up indicated that the rash had improved and was no longer a concern to the patient.